Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow the customer to get past the fill tubing step and received a minimum fill notification during the load process. The customer reported an elevated blood glucose level of 277 mg/dl and administered an injection to stabilize bg level. The customer loaded a new cartridge and was able to resume insulin therapy.